Manufacturer narrative:
Lot #: 18h007, 18c004. For 1 of the 2 reported events, the device was received for evaluation. The returned device was labeled for single use. Visual inspection on the returned sample revealed liquid inside the housing, indicating that a leak had occurred. The cause of leak was due to missing film wrap at the upper area of the bladder that seals to the stress member. The reported condition was verified. The cause of the missing film wrap was due to a manufacturing issue. A batch review was conducted for lot 18h007 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes malfunction events. It was reported that two large volume folfusors leaked during filling. One device leaked from an unspecified cap, and one device leaked from the bladder. Both events did not involve a patient. No additional information is available.

Manufacturer narrative:
An additional single-use sample was received for evaluation. Visual inspection on the returned sample noted a leak at the fillport after the fillport cap was removed. Further inspection revealed the leak was due to a solid particle lodged under the device checkband. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectroscopy testing. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted for lot 18c004 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.